Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the patient had all labs drawn and were hemolyzed. The patient¿s urine was dark red. The impella was repositioned, and the p-level was reduced. Additionally, limb ischemia also noted with no palpitable or dopplerable pedal pulses. The patient was weaned off support and was explanted.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The pump was returned for investigation. No evidence of physical damage was found on the returned product. No biomaterial was observed on the impeller or inflow cage. The pump passed all electrical testing and was able to run in a bucket of water without any abnormalities. The data log indicates a gradual decrease in the placement signal, with several impella position unknown alarms during the time of reported hemolysis. This trend was resolved in 5 hours. There was no conclusive evidence of positioning issues or motor current spike recorded on the data log. Additionally, the clinical notes confirm the resolution of hemolysis later during the case run. The cause of the hemolysis issue was most likely patient condition related, based on data log review. The cause of the positioning issue was most likely use related since pump was pulled out in aorta during patient¿s rolling post-bowel movement when making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.